Event description:
It was reported that the patient underwent a vertebral column resection at t12-l1 for congenital kyphoscoliosis. The immediate postoperative course was uneventful. The patient began to experience progressive motor weakness in his lower extremities approximately 6 months post-op. An MRI scan taken 11 months post-op revealed abundant dural fibrosis at the vcr site with cord compression. The patient underwent a posterior decompression and dural fibrosis excision with improvement of motor function.

Manufacturer narrative:
(B) (4). Literature article citation: oetgen et al. Complications associated with the use of bone morphogenic protein in pediatric patients. J pediatric orthop 2010;30:192-198. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.